Event description:
It was reported, "the patient complained of pain so the surgeon revised the right hip. The surgeon commented intraoperatively that there was some poly wear."

Manufacturer narrative:
Device description reported as unknown 48mm bipolar component. Additionally, an unknown 26mm +0 head was reported. Based on the minimal information received, it cannot be determined which, if any of these devices may have caused or contributed to the patient's pain. Additional information has been requested and if received will be provided in a supplemental report. Device not returned to manufacturer.

Event description:
It was reported, "the patient complained of pain so the surgeon revised the right hip. The surgeon commented intraoperatively that there was some poly wear."

Manufacturer narrative:
Corrected - based on additional information. An event regarding alleged wear involving a unknown 48mm bipolar component was reported. The event was not confirmed. Method and results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. Medical records received and evaluation: no patient medical records were available for review. Device history review: a review of the device history records could not be performed as no lot information was provided. Complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided.